Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The customer's blood glucose level was 105 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device received with missing segments and partial display due to cracked lcd glass. Unable to perform displacement test and selftest due to missing segments and partial display.